Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery via crossover. When the 3x28mm xience prime below-the-knee (btk) was advanced via the introducer sheath when resistance was met and the tip of the device fractured (remained in one piece). The device could no longer be used and was simply removed. Another smaller sized device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a superficial femoral artery via crossover. When the 3x28mm xience prime below-the-knee (btk) was advanced via the introducer sheath when resistance was met and the tip of the device fractured (remained in one piece). The device could no longer be used and was simply removed. Another smaller sized device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the account confirmed that during advancement as resistance was met, the shaft broke in two pieces and the stent dislodged (still remaining on the delivery system). It was confirmed that nothing remained in the anatomy and the separated portion that was not returned was discarded. Additionally, the account confirmed the tip of the balloon catheter did not fracture, instead it was the shaft catheter. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft break, material separation and stent dislodgement was confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the introducer sheath during advancement causing the reported difficulty to advance. Continued resistance resulted in the reported stent dislodgement and shaft break/separation. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.